Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 12265848,12285646) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 3 months 3 days after insertion of essure (ess205), the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches / migraines"), rash ("skin rashes / rashes") with pruritus, fatigue ("chronic fatigue / fatigue"), weight fluctuation ("weight fluctuation / weight gain / loss"), depression ("depression") and headache ("headaches"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhea"), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), arthralgia ("severe hip pain"), dysgeusia ("metallic taste in mouth"), back pain ("severe back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infection / vaginal infection") with vaginal discharge. On an unknown date, the patient experienced abdominal pain ("abdomen pain"). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, arthralgia, dysgeusia, back pain, dyspareunia, migraine, rash, vaginal infection, fatigue and weight fluctuation had not resolved and the autoimmune disorder, genital haemorrhage, depression, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to this day from the above symptoms. She tolerated the procedure well. 3 coils in right, 5 coils in left. As per the pfs anticipated or scheduled date: (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding, depression, autoimmune disorder, headaches, abdomen pain" added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), autoimmune disorder ("autoimmune disorder") and genital haemorrhage ("abnormal bleeding") in a 27-year-old female patient who had essure (ess205) (batch no. 12265848 and 12285646 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included morbid obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, 3 months 3 days after insertion of essure (ess205), the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), migraine ("migraine headaches / migraines"), rash ("skin rashes / rashes") with pruritus, fatigue ("chronic fatigue / fatigue"), weight fluctuation ("weight fluctuation / weight gain / loss"), depression ("depression") and headache ("headaches"). In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhea"), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), arthralgia ("severe hip pain"), dysgeusia ("metallic taste in mouth"), back pain ("severe back pain"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal infection ("vaginal infection / vaginal infection") with vaginal discharge. On an unknown date, the patient experienced abdominal pain ("abdomen pain"). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower, arthralgia, dysgeusia, back pain, dyspareunia, migraine, rash, vaginal infection, fatigue and weight fluctuation had not resolved and the autoimmune disorder, genital haemorrhage, depression, headache and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: insertion procedure: she tolerated the procedure well. 3 coils in right, 5 coils in left. Plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to this day from the above symptoms. As per the pfs anticipated or scheduled date: (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid) incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a (B)(6) female patient who had essure (ess205) (batch no. 2265848 and 12285646 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and stroke. Concurrent conditions included morbid obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhea"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes / rashes") with pruritus, migraine ("migraine headaches / migraines"), autoimmune disorder ("autoimmune disorder"), fatigue ("chronic fatigue / fatigue"), weight fluctuation ("weight fluctuation / weight gain / loss"), depression ("depression") and urinary tract infection ("uti"), 3 months 3 days after insertion of essure (ess205). In 2006, the patient experienced abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("severe back pain"), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), vaginal infection ("vaginal infection") with vaginal discharge, arthralgia ("severe hip pain") and dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and psychotic disorder ("psychiatric break"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal infection, rash, migraine, arthralgia, dysgeusia, fatigue and weight fluctuation had not resolved and the abdominal pain, genital haemorrhage, autoimmune disorder, depression, urinary tract infection and psychotic disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychotic disorder, rash, urinary tract infection, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: insertion procedure: she tolerated the procedure well, 3 coils in right, 5 coils in left. Plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to this day from the above symptoms. As per the pfs anticipated or scheduled date: (B)(6) 2017 (discrepancy with end date of essure (B)(6) 2018) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Most recent follow-up information incorporated above includes: on 21-apr-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure (ess205) (batch no. 2265848 and 12285646 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and stroke. Concurrent conditions included morbid obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhea"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes / rashes") with pruritus, migraine ("migraine headaches / migraines"), autoimmune disorder ("autoimmune disorder"), fatigue ("chronic fatigue / fatigue"), weight fluctuation ("weight fluctuation / weight gain / loss"), depression ("depression") and urinary tract infection ("uti"), 3 months 3 days after insertion of essure (ess205). In 2006, the patient experienced abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("severe back pain"), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), vaginal infection ("vaginal infection") with vaginal discharge, arthralgia ("severe hip pain") and dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and psychotic disorder ("psychiatric break"). The patient was treated with surgery (to remove essure). At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal infection, rash, migraine, arthralgia, dysgeusia, fatigue and weight fluctuation had not resolved and the abdominal pain, genital haemorrhage, autoimmune disorder, depression, urinary tract infection and psychotic disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychotic disorder, rash, urinary tract infection, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: insertion procedure: she tolerated the procedure well, 3 coils in right, 5 coils in left. Plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to this day from the above symptoms. As per the pfs anticipated or scheduled date: (B)(6) 2017 (discrepancy with end date of essure (B)(6) 2018) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet received. Events added: uti. Onset date of event dysmenorrhoea, dyspareunia, pelvic pain were updated. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') in a 27-year-old female patient who had essure (ess205) (batch no. 2265848,12285646-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous and stroke. Concurrent conditions included morbid obesity. On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe pain during menstruation / dysmenorrhea"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), genital haemorrhage ("abnormal bleeding"), rash ("skin rashes / rashes") with pruritus, migraine ("migraine headaches / migraines"), autoimmune disorder ("autoimmune disorder"), fatigue ("chronic fatigue / fatigue"), weight fluctuation ("weight fluctuation / weight gain / loss"), depression ("depression") and urinary tract infection ("uti"), 3 months 3 days after insertion of essure (ess205). In 2006, the patient experienced abdominal pain lower ("severe lower abdominal pain/ abdominal cramping"), back pain ("severe back pain"), menorrhagia ("heavy bleeding during menstruation / prolonged menses"), vaginal infection ("vaginal infection") with vaginal discharge, arthralgia ("severe hip pain") and dysgeusia ("metallic taste in mouth"). On an unknown date, the patient experienced abdominal pain ("abdomen pain") and psychotic disorder ("psychiatric break"). The patient was treated with surgery (to remove essure). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal infection, rash, migraine, arthralgia, dysgeusia, fatigue and weight fluctuation had not resolved and the abdominal pain, genital haemorrhage, autoimmune disorder, depression, urinary tract infection and psychotic disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychotic disorder, rash, urinary tract infection, vaginal infection and weight fluctuation to be related to essure (ess205). The reporter commented: insertion procedure: she tolerated the procedure well, 3 coils in right, 5 coils in left. Plaintiff has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to this day from the above symptoms. As per the pfs anticipated or scheduled date: (B)(6) 2017 (discrepancy with end date of essure (B)(6) 2018). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.3 kg/sqm. 2265848,12285646-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.